Event description:
It was reported that: "the 14fr edwards sheath was inserted when attempting to insert the valve through the sheath it appeared to get "stuck" at the skin level, the pannus strap was released, and the skin was further "nicked" with a scalpel to facilitate the valve advancement. The case proceeded without further complication and the valve was deployed. The edwards sheath was removed and the manta closure sheath was inserted. The manta closure device was inserted into the sheath after the dilator was removed and there were 2 audible clicks. The closure device was slowly withdrawn to 8 (7+1) and the lever was engaged deploying the foot. Tension was maintained but hemostasis was not. Several attempts to reposition the manta were unsuccessful and manual pressure was applied. A peripheral 7.0mmx40cm ballon was inserted from the contralateral side and was inflated to nominal pressure to obtain hemostasis. Protamine was given for heparin reversal and consideration to the next steps. It was decided that dr w. Would do a cutdown and surgically close the femoral artery as it was felt that they may be too close to the bifurcation for a covered stent. The or was called and the room prepped. Dr w. Began the cutdown by following the manta suture down in the groin. At the level of the femoral artery the manta closure device came out intact, in one piece without issue. The groin was closed , and the patient tolerated the procedure well." Additional information:" during preparation a pannus strap was applied to the patient on the right side. Right groin primary access. Artery on the right was main access for tavr, was non-torturous and did have some (min) calcium. Edwards valve to be used with standard edwards 14 fr sheath. Right radial and bilateral groin access was obtained using us. Left venous access was obtained using us access. All access gain without difficulty. The right femoral artery stick was a little close to the bifurcation but dr t. Felt that there was adequate distance between the stick and the cfa/sfa. Temp pm was inserted and tested. The pt's right femoral access was measured x2 @6.5cm and 7+1 was written on the board. After the procedure patient was moved to pacu following the closure of the skin."

Manufacturer narrative:
(B)(4). No unit was returned for evaluation. A device history record review could not be performed, as a lot number was not reported. The details of the complaint were reviewed. The patient (bmi 45, 130 kg) underwent a tavr procedure via the right femoral artery. The manta IFU indicates the device should not be used in patients with marked obesity (bmi >40 kg/m). The right femoral artery demonstrated minor calcification without tortuosity. Edwards valve and a 14f sheath were used. Ultrasound-guided access was obtained without difficulty. The rfa diameter measured 6.5 mm, and vessel depth was measured at 7+1 cm. The valve was deployed without issue. The manta closure device was advanced and withdrawn to the measured depth (7+1 cm), the lever was engaged, and tension was maintained; however, hemostasis was not achieved. Multiple attempts to reposition the manta were unsuccessful. A balloon (7 mm × 10 cm) was inflated to obtain temporary hemostasis. A surgical cutdown was then performed to repair the vessel and remove the manta device. During cutdown, all manta components were removed intact, and per physician feedback, the components were located outside the artery. The physician noted that the femoral artery depth was deeper than initially measured, likely due to groin manipulation required for valve delivery. Deployment at an incorrect depth may have contributed to ineffective closure. One unit of blood was transfused. The patient's condition post-procedure was stable with no ongoing adverse outcome. Based on the information, the most likely root cause of the issue is unintended use error.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the 14fr edwards sheath was inserted when attempting to insert the valve through the sheath it appeared to get "stuck" at the skin level, the pannus strap was released, and the skin was further "nicked" with a scalpel to facilitate the valve advancement. The case proceeded without further complication and the valve was deployed. The edwards sheath was removed and the manta closure sheath was inserted. The manta closure device was inserted into the sheath after the dilator was removed and there were 2 audible clicks. The closure device was slowly withdrawn to 8 (7+1) and the lever was engaged deploying the foot. Tension was maintained but hemostasis was not. Several attempts to reposition the manta were unsuccessful and manual pressure was applied. A peripheral 7.0mmx40cm ballon was inserted from the contralateral side and was inflated to nominal pressure to obtain hemostasis. Protamine was given for heparin reversal and consideration to the next steps. It was decided that dr w. Would do a cutdown and surgically close the femoral artery as it was felt that they may be too close to the bifurcation for a covered stent. The or was called and the room prepped. Dr w. Began the cutdown by following the manta suture down in the groin. At the level of the femoral artery the manta closure device came out intact, in one piece without issue. The groin was closed , and the patient tolerated the procedure well." Additional information:" during preparation a pannus strap was applied to the patient on the right side. Right groin primary access. Artery on the right was main access for tavr, was non-torturous and did have some (min) calcium. Edwards valve to be used with standard edwards 14 fr sheath. Right radial and bilateral groin access was obtained using us. Left venous access was obtained using us access. All access gain without difficulty. The right femoral artery stick was a little close to the bifurcation but dr t. Felt that there was adequate distance between the stick and the cfa/sfa. Temp pm was inserted and tested. The pt's right femoral access was measured x2 @6.5cm and 7+1 was written on the board. After the procedure patient was moved to pacu following the closure of the skin."